Manufacturer narrative:
PMA/510k info: k111860 k130470. Initial reporter email: consuelo.botay@gesundheitsverbund.at. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive results have occurred. Proficiency testing came back as negative. The following information was provided by the initial reporter: due to customer complaint of max adenovirus false positives the run which is affected is 2973. Here the fluorescence signal is about 250. They reported the proficiency test as negative and it was right.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they had suspected false positive results for adenovirus while running the enteric viral panel assay. The customer run file database was provided to bd service specialists and quality for further analysis, which revealed evidence of fam to vic optical signal crosstalk. A bd field service engineer (fse) was dispatched to the customer site where they performed reader renormalization. Customer communicated that this did not fully solve the issue. Further analysis of the customer database by bd service specialists indicated that this issue occurs on proficiency panel runs where there is a high target load of rotavirus in a sample. Bd service instructed the customer to adjust their target concentration in these samples to minimize optical crosstalk. This complaint is confirmed by service & quality. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of fam to vic optical crosstalk when samples with a high concentration of rotavirus are tested. Review of device history record for instrument ct1355 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct1355, and one additional work order was observed on 10oct2022 for the complaint failure mode reported. See h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive results have occurred. Proficiency testing came back as negative. The following information was provided by the initial reporter: due to customer complaint of max adenovirus false positives the run which is affected is 2973. Here the fluorescence signal is about 250. They reported the proficiency test as negative and it was right.